Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse performed annual preventative maintenance on the system. Although the preventative maintenance was performed and this measure appears to have corrected the issue, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.

Event description:
Customer reported that erroneously low sodium and chloride results were generated by the synchron cx5ce. The results were reported out of the laboratory and the validity was questioned by the physician. The system was recalibrated and the samples retested; corrected results were issued. It is not known if there were any changes to the pt's care or treatment; however, there were no reports of any serious injury or need for medical intervention to prevent or preclude a serious injury. The facility reports that the laboratory's distilled water supply cultured positive for pseudomonas spp.